Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) very long boot cycle (10 plus minutes). During software reload, device had a system error displayed. Hard drive found out of electrical specification.